Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the ventricular lead exhibited noise and false auto mode switch events were observed due to oversensing. The patient also experienced pocket stimulation. An insulation anomaly was detected on the lead and it was capped and replaced on (B)(6) 2014.